Event description:
The customer reported that the orange switch of the external paddles is faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.